Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The following report is only based of the history log files, because the device, which was involved in the incident, wasn´t sent back for an investigation. The data of the complained pump was for a perfusor space (article no. 8713030) with serial number (B)(6). The uploaded history file was analyzed. The reason of the over infusion was caused by wrong therapy settings. On the (B)(6) 2025 a bd plastikpak 50ml syringe was selected. A vtbi of 48ml were set and a time of 1h at 18:07. The therapy was started with a flow rate of 48ml/h due to the vtbi settings. At 19:03 the syringe was empty. According to the information's stated in the complaint, the flow rate should be 2ml/h for the therapy. After the first therapy finished, a second vtbi therapy was configurated with the same empty syringe. No syringe change was performed on the pump after the first therapy. A vtbi of 48ml and a flow rate of 2ml/h were set at 19:06. The therapy was not started. At 19:15 a syringe change was performed on the pump. The pump was not used for any patient treatment again on the (B)(6) 2025. Based on the available device history, the defect of an overinfusion was assessed as not confirmed. The performed infusion therapy was wrong programmed, and a technical malfunction of the device could not be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.

Event description:
According to the event description: "IV lasix 120mg was running at 2mls/hr. Total volume 48mls. IV lasix prepared and cosigned. Syringe left in the room. Put it through the machine. There was no other staff nurse available to check syringe rate inside the room due to ward being acutely busy. Double checked it twice as I went into the room again after infusion. At 19.08 pump alerted to say all IV medication had been infused into the patient. The agency nurse asked me to help her as pump was alerting. I went in to see the syringe empty. I checked the patient observations immediately, all within range. I informed cnm1 and cardiac reg. He stated to monitor the patient and he would speak to the doctors. The doctor said to have fluids on standby if blood pressure dropped. Patient feeling fine. Open disclosure done by doctor."